Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawers were not detected on the bus. A field service engineer replaced controller boards. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system experienced a blackout and was unable to power on. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.